Event description:
It was reported that on (B)(6) 2013, a drill adapter fell apart. While the surgeon was reaming the medullary canal the drill adapter completely fell apart. It was reported that the procedure was completed successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Since the part and lot number combination is unknown at synthes (B)(4), a device history review is not possible. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The device was received in single parts. The setting screw which holds the connector together is loose; therefore the device fell apart. Referring to drawing se_108606 the setting screw is locked with glue loctite 243. The microscopic view shows residues of glue in the thread for the setting screw which is the evidence that the missing setting screw was locked according to the specification at the time of manufacturing.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The flexible shaft connector is an accessory (also available) component to the flexible reamer sets ((B)(4)) and can be used during implantation of intramedullary nails. As an accessory and optional for use, there is no calculable usage rate for routinely used companion components (technique guide j45574). The returned device experienced the backing out of the locking set screw which led to the fell apart complaint condition and evidenced by the set of loose components returned. It appears that the screw was removed while in the field as evidenced by the tool marks inside the screw head slot. Likely processing disassembly and improper reassembly of this device has led to this complaint condition. The design risk assessment is adequate for the intended use.